Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 20 mg/ml concentration at 15 mg/day dose, clonidine, 100 mcg/ml concentration at 74.95 mcg/day, baclofen, 50 mcg/ml concentration at 37.474 mcg/day and bupivacaine 10 mg/ml at 7.495 mg/day via intrathecal drug delivery pump for unknown indication for use. It was reported that withdrawal symptoms occurred. There was no environmental/external/patient factors that may have led or contributed to the issue. The clinic interrogated pump and saw motor stalls in logs. The log showed motor stall recovery on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. Motor stall occurred on (B)(6) 2018 and recovery occurred on (B)(6) 2018. Patient's pump was replaced on (B)(6) 2018. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Pump was returned and analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/gear train anomaly/stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.